Manufacturer narrative:
The customer's meters were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 2.8 inr , customer meter and retention strips: 2.8 inr, 2.8 inr, 2.8 inr. Marcumar 4: retention meter and master lot strips: 2.2 inr, customer meter and retention strips: 2.3 inr, 2.3 inr, 2.3 inr. The maximum difference between measurements with the same blood sample was 5% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Event description:
The customer received questionable results from several coaguchek xs meters. The customer was not sure which meter was used for each test, but provided the following serial numbers: (B)(4). Of the data provided for three patients, only the results from one patient were discrepant. Refer to the medwatch with patient identifier (B)(6) for strip lot 34521711. On (B)(6) 2018, the result with strips lot 34521711 was 3.9 inr and the result from the laboratory was 2.7 inr. On (B)(6) 2018, the result with strips lot 35349914 was 4.0 inr and the result from the laboratory was 2.8 inr. The laboratory reagent was dade innovin. There was no allegation of an adverse event. The patient's therapeutic range was 3.0 inr to 4.0 inr. The patient had no hematocrit issues, no direct thrombin, no heparin therapy, no lupus, no antiphospholipid antibodies, no dose changes, no diet changes, no new medications, no medication changes, no new illnesses, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353499 and lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.